Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and for motor errors. The blood glucose had been running as high as 500 mg/dl. The customer treated with a bolus. At the time of the motor error alarms first occurring, the blood glucose reading was 145 mg/dl. The infusion set cannula had broken off in the customer's body and the customer's husband removed it with tweezers. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned.